Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. The customer reported two lot #'s 1009090 and 1011971.

Event description:
The reported feedback suggests that there is a leakage. From the reported information there are no indications of serious injury to the patient, however when trying to connect syringe to the valve it ¿popped¿ off causing blood droplets to splatter on clinician.